Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was 190 mg/dl. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm. Customer states they were not able to rewind the insulin pump the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed broken force sensor was detected during seating or regular delivery during rewinding due to motor encoder signal out of phase. Unable to perform any test due to broken force sensor was detected during seating or regular delivery error alarm.